Manufacturer narrative:
(B)(4). On (B)(6) 2015 the customer reported that during reconstructing the device, it froze and that after restart of the system, the table moved in the direction of the gantry by itself and collided with the gantry. In this case, a philips technical support engineer (tse) reported that after the physician positioned the patient on the table for a generic abdomen exam and raised it to the correct vertical position, the ¿in¿ button was pressed, the couch jumped into the gantry, collided with the gantry cone, and e-stop was immediately pressed. After restarting the CT system and common image reconstruction server (cirs) 3 times, the patient could be scanned. No rescans or re-injections were reported. The tse confirmed that there was no harm to a patient, operator or bystander. The customer contacted philips help desk to inform them of the issue and an fse was dispatched to the site. On (B)(6) 2015 the fse arrived on site and evaluated the system. Upon evaluation, the fse confirmed that the table had collided with the gantry. There was no damage to the couch or gantry. The fse conducted control area network (can)-bus troubleshooting at the gantry. The fse determined that the issue occurred due to broken can pcb card. The fse replaced can pcb card to resolve the issue. The broken part was discarded and not returned for engineering evaluation. No bug reports, raw data or images were taken. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to a broken can pcb card. CT engineering determined this to be of acceptable risk. The mitigations for this issue include: ¿ hardware emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ controller software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving.

Event description:
The customer reported that after rebooting the console, the table moved into and collided with the gantry. A philips technical support engineer (tse) confirmed that there was no harm to a patient, operator or bystander. The tss reported that after the physician positioned the patient on the table and raised it to the correct vertical position, the 'in' buttton was pressed, the couch jumped into the gantry, collided with the gantry cone and e-stop was immediately pressed. The tss reported that evaluation of the system determined that the can board in the host computer had failed and it was replaced to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that after rebooting the console, the table moved into and collided with the gantry. A philips technical support engineer (tse) confirmed that there was no harm to a patient, operator or bystander. The tss reported that after the physician positioned the patient on the table and raised it to the correct vertical position, the 'in' button was pressed, the couch jumped into the gantry, collided with the gantry cone and e-stop was immediately pressed. The tss reported that evaluation of the system determined that the can board in the host computer had failed and it was replaced to resolve the issue.